Event description:
It was reported that the pump touch screen was unresponsive. The customer declined to provide their blood glucose level, so no impact on the customer¿s blood glucose level was noted. The issue was resolved after the customer followed guidance from technical support and successfully reset the pump.